Manufacturer narrative:
Complaint number (B)(4). The device was received and sent to atricure engineering for analysis. The complaint was confirmed. During manufacturing of the device, it has been noted that some operators have accidently routed the suture around the distal jaw of the device during device rework. Given the thickness of the jaw at the location where the suture ties around the deployment cable, in some instances it can be missed by the operator since it is not addressed by the in-process and final device manufacturing specifications.

Event description:
It was reported that during a maze procedure with laa exclusion using clip, the clip was deployed by pulling orange tab out. The distal left knot of the clip apparently got caught on the clip deployment tool (left distal part of deployment tool). The surgeon needed to use laparoscopic scissors to cut suture to free the deployment tool from the clip. After deployment tool was free from suture, the tool was removed and the clip remained in place excluding the laa. Patient care was not affected and case was delayed for two minutes.